Event description:
Report received of a non-delivery of an IV piggyback. According to the customer contact, the IV piggyback was hung through the pump and looked like it was running, but the bag remained full. The customer contact could not recall what was infusing via the pump. The pump was never sent to the biomedical dept and was kept in use in the clinical area. There was no reported adverse pt event. No medical interventions were required. The customer contact was unable to determine what troubleshooting techniques were attempted to resolve the issue or why the pump was not removed from clinical service.